Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: this valve is severely under-expanded at just 21.6mm at the waist (0.5mm was added for outer diameter). According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed. Based on the available information and imaging review, procedural factors, specifically an under-expanded valve is likely contributors to the reported event. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 26mm sapien 3 valve implanted for 4 years and 11 months in mitral position underwent a valve-in-valve procedure due to stenosis. The patient had dyspnea, fatigue, and heart failure. A 26mm sapien 3 ultra resilia valve was successfully implanted. The patient was in stable condition.